Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. System originally had no helium tank inside. Customer provided a helium tank for testing. The fse performed 5000 hour kit on unit due to system hours. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had low helium and a self check alarm #14. There was no patient involvement, and no adverse event reported.

Event description:
N/a